Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis and the battery cover was missing. The event history log was reviewed and the pump was run in user mode. The reported error "ec 1660" problem was not duplicated. This occurs when the there is a watchdog timer error. Since the log has records from (B)(6) 2019 to (B)(6) 2020 it is considered a transient error and can be ignored. The pump will undergo standard periodic maintenance.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error 1660. There was no patient involved.